Event description:
It was reported that patient underwent vanguard knee procedure on (B)(6) 2012. During the procedure, as the surgeon was attempting to implant a screw, the screwdriver fractured and a piece remained implanted in the screw head. The procedure was completed but the patient retained the fractured piece of the screwdriver.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture". The lot identification necessary to review manufacturing history was not provided.